Event description:
It was reported that there was a abgii revision due to cup spinning. Stem was well fixed but surgeon opted to remove while in there.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown tritanuim cup. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.